Manufacturer narrative:
Batch review performed on 11-dec-2025. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; (k170452) lot. 2409947: (B)(4) items manufactured and released on 13-sep-2024 expiration date: 2029-08-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0123 humeral reverse hc liner d 39/+3mm (k170452) lot. 2308351: (B)(4) items manufactured and released on 08-ago-2024 expiration date: 2028-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 11 months from primary the patient reported instability. The surgeon upsized the metaphysis and liner. The surgery was completed successfully.